Event description:
During a rotator cuff repair, it was reported that the 4.5mm twinfix ultra ha anchor broke in half while attempting to implant. The broken pieces were removed from the patient. The reporter was uncertain exactly how the procedure was ultimately completed. No patient injury or complications reported.

Manufacturer narrative:
One twinfix ultra ha 4.5 w/2 ub blue & blk was returned for evaluation and a visual inspection confirmed that the suture was broken. Information regarding site preparation and patient bone quality is unavailable. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. (B)(4).